Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance to the caller for resetting the pump, and a loaner pump replacement process was initiated.